Event description:
A journal article reported that a now (B)(6) pt had an ams acticon, artificial bowel sphincter (abs), implanted in 2001 after a severe pelvic trauma. The pt had progressive swelling in his abdomen as well as urinary and defecation difficulties at the emergency department in (B)(6) 2009. The swelling was noticed several months earlier. An abdominal ultrasound showed a cystic lesion in the lower abdomen with debris of an unk origin. A CT scan revealed a large swelling in the lower pelvic area with an open connection to the tubing of the abs system. The CT scan also showed a stretched rectus abdominis muscle overlying the reservoir indicating a normal position of the abs balloon. This lesion was attributed to an abnormal swelling of the abs pressure-regulating balloon. The CT scan indicated a volume of approx 1,400cc in the balloon, as opposed to a normal volume of 43cc. The pt underwent surgery to remove the balloon by median laparotomy. The balloon was explanted and the remaining system was closed and left in situ. It was reported that the pt recovered without signs of infection. At a later date, the remaining components were explanted and a entirely new abs device was reimplanted.

Manufacturer narrative:
Should additional info become available regarding this surgery, it will be reevaluated and a follow-up report will be sent.